Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_stylet_acc, lot# serial# unknown, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. \tined lead (va1asts) was returned and analysis found stim lead body/ outer insulation/ separated at butt joint, proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: neu_stylet_acc, serial# unknown, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) that the lead came apart at the proximal end, the r ep noted it shredded from the plastic covering. The rep stated there were no environmental, external, or patient factors that may have led or contributed to the issue that they observed. The rep noted the lead was replaced with a full functioning lead and the issue was resolved at the time of the report. The patient is implanted for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim.